Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6); product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 29320861.

Event description:
It was reported that the patient was experiencing inadequate pain relief and discomfort at the battery site. The patient underwent an explant procedure wherein all device components were removed and not returned.